Event description:
The customer reported that the monitors would go black. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rep adjusted the direct current and the spring in both fuse holders for a tighter connection. The sys was tested and found to be working as intended and put back into svc.